Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 45-year-old female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 1985, (B)(6) 1998, (B)(6) 1999).), cyst, hypertension, diabetes mellitus, post-traumatic stress disorder, vaginal discharge, cesarean section, d & c, numbness in hand, irregular menstruation, suicide attempt, cesarean section and knee pain. Previously administered products included for an unreported indication: amitriptyline, bupropion, citalopram, doxepin, gabapentin, ziprasidone, naltrexone, prazosin, remolten, risperidone, trazodone and lithium. Concurrent conditions included obesity, metrorrhagia, anxiety, musculoskeletal pain, nausea, vomiting, suicidal ideation, homicidal ideation, visual hallucinations, herpes simplex keratitis, nuclear cataract, paraesthesia, myofascial pain syndrome, degenerative disc disease, borderline personality disorder, hallux valgus, neck pain, sleep apnea, constipation, skin lesion, allergic rhinitis, vitamin d deficiency, seborrheic dermatitis, alcohol dependence syndrome, tobacco use disorder, short of breath, sores mouth, amnesia, abdominal cramps, dysmenorrhea, abdominal adhesions, amenorrhea, gerd, loose stools, bipolar disorder, night sweat and hot flashes. Family history included diabetes mellitus, hypertension, cancer (grandmother), myocardial infarction (father) and coronary artery disease. Concomitant products included metformin since 2010 for diabetes, lisinopril since 2010 for hypertension as well as estrogen nos (estrogen) since 2015, lithium and sulfadiazine silver (silverdin). In november 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced pelvic pain (seriousness criteria disability and intervention required), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and headache ("migraines / headaches"). In january 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In september 2015, the patient experienced hyperhidrosis ("hormonal changes :sweating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems- depression"), anaemia ("anemia"), abdominal pain upper ("upper and lower abdominal area pain") and abdominal pain lower ("upper and lower abdominal and lower abdominal"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and surgery (on (B)(6) 2012 underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hyperhidrosis, migraine, depression, vaginal discharge, anaemia, dysmenorrhoea, abdominal pain upper, abdominal pain lower and headache outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, abdominal pain upper, anaemia, depression, dysmenorrhoea, genital haemorrhage, headache, hyperhidrosis, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2013-hysterosalpingogram: essure coils without evidence of intraperitoneal contrast spill from either fallopian tube. (B)(6) 2014: pa and lateral view chest: impression: there is no radiographic evidence of acute cardiopulmonary disease. There is a rounded density projecting over the left. Mid lung between the anterior aspect of the left fourth and fifth ribs. Denser than adjacent ribs, could represent calcified granuloma. If clinically indicated, dedicated CT of the chest could be utilized to comprehensively characterize this nodular density. (B)(6) 2014:head w/o cont: impression: negative head CT without contrast: (B)(6) 2014:comparison is to a head CT from (B)(6) 2014:impression: no enhancing foci of no enhancing signal abnormality in the splenium of the corpus callosum and in the periventricular hemispheric while matter of the right frontal lobe. If these findings are related, they could indicate a chronic demyelinating process such as multiple sclerosis. However, other etiologies should be considered. If the findings are not related, the lesion in the splenium of the corpus callosum could indicate cns lymphoma or glioma and should therefore be followed closely with imaging surveillance. The lesion in the periventricular white matter of the right frontal lobe has identical signal characteristics to cortical gray matter and could represent a focus of ectopic gray matter (B)(6) 2015:spine lumbosacral min 4 views:impression: mild multilevel degenerative change of the thoracolumbar spine, as described above (B)(6) 2015:MRI of the brain: impression: grossly stable appearance of no enhancing foci of t2 signals abnormality involving the splenium of the corpus callosum. Stability over time in conjunction with recent spect findings suggest the most likely etiology is a demyelinating process such as multiple sclerosis. (B)(6) 2015:surgical pathology report: bilateral tubes and ovaries uterus diagnosis part # 1 - right and left ovaries and fallopian tubes, bilateral salpingo-oophorectomy: - ovaries with corpora albicantia and fallopian tubes with paratubal cysts. Part # 2 - uterus, hysterectomy: - adenomyosis and endosalpingiosis. Gross description: part 1: specimen is received fresh, labeled with the patient's name, mrn, and "bilateral tubes and ovaries" in a container. The specimen consists of un oriented ovaries and tubes. Ovary #1 measures 3.5 x 2.6 x 1.5 cm and the attached fallopian tube measures 5.5 x 1.3 cm in diameter. The second ovary measures 1.5 x 1.4 x 1.0 cm. The attached second fallopian tube measures 3.0 x 0.9 cm. Cassette summary: a: ovary #1. B: fallopian tube #1. C: ovary #2. D: fallopian tube #2. Part 2: specimen is received in fresh, labeled with the patient's name, mrn, and "uterus" in a container. The specimen consists of a morcellated uterus measuring 49 grams in aggregate. The specimen measures 7.0 x 5.5 x 2.1 cm. There is no cervical tissue identified. Representative sections are submitted in cassettes a-d (B)(6) 2016:chest w/o cont: 1. 3 mm pulmonary nodule in the left upper lung lobe, which is nonspecific and may be post infectious/post inflammatory in etiology. Guidelines for solid pulmonary nodules by the fleischer society suggests that in patients with low risk for lung cancer and nodules less than or equal to 4 mm in diameter required no further follow-up. In patients with a higher risk, such as those who are smokers, a follow-up CT scan of the chest is recommended in one year. Patients with a known malignancy and are at increased risk of metastasis should receive a 3 month follow-up CT scan of the chest. 2. 2.0 x 2.2 cm right adrenal adenoma. 3. Cholelithiasis (B)(6) 2016:MRI brain: impression: 1. Diminishing conspicuity of previously seen hyper intense t2 signal involving the splenium of the corpus callosum. This could indicate sequela of a prior demyelinating or ischemic insult. 2. Stable 10 rnrn focus of gray matter signal adjacent to the roof of the right lateral ventricle in the deep right frontal lobe. This finding is suggestive of a gray matter heterotopia. 3. Stable scattered foci of no enhancing t2 signal abnormality in the periventricular hemispheric and subcortical hemispheric white matter bilaterally. These are nonspecific and could indicate sequela of early chronic small vessel ischemic disease. Sequela of a demyelinating process could have a similar appearance. Concerning the injuries reported in this case, the following one/ones was/were reported via medical record: pelvic pain , genital haemorrhage, vaginal hemorrhage, menorrhagia, hormonal balance , migraine depression quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: previously reported event "hormonal changes" pt change to "hyperhidrosis" from pfs. Event headache was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (((B)(6) 1985, (B)(6) 1998, (B)(6) 1999).), cyst, hypertension, diabetes mellitus, post-traumatic stress disorder, vaginal discharge, cesarean section, d & c, numbness in hand, irregular menstruation, suicide attempt, cesarean section and knee pain. Previously administered products included for an unreported indication: amitriptyline, bupropion, citalopram, doxepin, gabapentin, ziprasidone, naltrexone, prazosin, remolten, risperidone, trazodone and lithium. Concurrent conditions included obesity, metrorrhagia, anxiety, musculoskeletal pain, nausea, vomiting, suicidal ideation, homicidal ideation, visual hallucinations, (B)(6) keratitis, nuclear cataract, paraesthesia, myofascial pain syndrome, degenerative disc disease, borderline personality disorder, hallux valgus, neck pain, sleep apnea, constipation, skin lesion, allergic rhinitis, vitamin d deficiency, seborrheic dermatitis, alcohol dependence syndrome, tobacco use disorder, short of breath, sores mouth, amnesia, abdominal cramps, dysmenorrhea, abdominal adhesions, amenorrhea, gerd, loose stools, bipolar disorder, night sweat and hot flashes. Family history included diabetes mellitus, hypertension, cancer (grandmother), myocardial infarction (farher) and coronary artery disease. Concomitant products included metformin since 2010 for diabetes, lisinopril since 2010 for hypertension as well as estrogen nos (estrogen) since 2015, lithium and sulfadiazine silver (silverdin). In 2012, the patient experienced pelvic pain (seriousness criteria disability and intervention required), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems- depression"), anaemia ("anemia"), abdominal pain upper ("upper and lower abdominal area pain") and abdominal pain lower ("upper and lower abdominal and lower abdominal"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hormone level abnormal, migraine, depression, vaginal discharge, anaemia, dysmenorrhoea, abdominal pain upper and abdominal pain lower outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, abdominal pain upper, anaemia, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . On (B)(6) 2013-hysterosalpingogram: essure coils without evidence of intraperitoneal contrast spill from either fallopian tube. (B)(6) 2014: pa and lateral view chest: impression: there is no radiographic evidence of acute cardiopulmonary disease. There is a rounded density projecting over the left.mid lung between the anterior aspect of the left fourth and fifth ribs. Denser than adjacent ribs, could represent calcified granuloma. If clinically indicated, dedicated CT of the chest could be utilized to comprehensively characterize this nodular density. (B)(6) 2014:head w/o cont: impression: negative head CT without contrast: (B)(6) 2014:comparison is to a head CT from (B)(6) 2014:impression: no enhancing foci of no enhancing signal abnormality in the splenium of the corpus callosum and in the periventricular hemispheric while matter of the right frontal lobe. If these findings are related, they could indicate a chronic demyelinating process such as multiple sclerosis. However, other etiologies should be considered. If the findings are not related, the lesion in the splenium of the corpus callosum could indicate cns lymphoma or glioma and should therefore be followed closely with imaging surveillance. The lesion in the periventricular white matter of the right frontal lobe has identical signal characteristics to cortical gray matter and could represent a focus of ectopic gray matter (B)(6) 2015:spine lumbosacral min 4 views:impression: mild multilevel degenerative change of the thoracolumbar spine, as described above. (B)(6) 2015:MRI of the brain: impression: grossly stable appearance of no enhancing foci of t2 signals abnormality involving the splenium of the corpus callosum. Stability over time in conjunction with recent spect findings suggest the most likely etiology is a demyelinating process such as multiple sclerosis. (B)(6) 2015:surgical pathology report: bilateral tubes and ovaries uterus diagnosis. Part # 1 - right and left ovaries and fallopian tubes, bilateral salpingo-oophorectomy: - ovaries with corpora albicantia and fallopian tubes with paratubal cysts. Part # 2 - uterus, hysterectomy: - adenomyosis and endooalpingiosis.gross description: part 1: specimen is received fresh, labeled with the patient's name, mrn, and "bilateral tubes and ovaries" in a container. The specimen consists of un oriented ovaries and tubes. Ovary #1 measures 3.5 x 2.6 x 1.5 cm and the attached fallopian tube measures 5.5 x 1.3 cm in diameter. The second ovary measures 1.5 x 1.4 x 1.0 cm. The attached second fallopian tube measures 3.0 x 0.9 cm. Cassette summary: a: ovary #1. B: fallopian tube #1. C: ovary #2. D: fallopian tube #2. Part 2: specimen is received in fresh, labeled with the patient's name, mrn, and "uterus" in a container. The specimen consists of a morcellated uterus measuring 49 grams in aggregate. The specimen measures 7.0 x 5.5 x 2.1 cm. There is no cervical tissue identified. Representative sections are submitted in cassettes a-d (B)(6) 2016:chest w/o cont: 3 mm pulmonary nodule in the left upper lung lobe, which is nonspecific and may be post infectious/post inflammatory in etiology. Guidelines for solid pulmonary nodules by the fleischer society suggests that in patients with low risk for lung cancer and nodules less than or equal to 4 mm in diameter required no further follow-up. In patients with a higher risk, such as those who are smokers, a follow-up CT scan of the chest is recommended in one year. Patients with a known malignancy and are at increased risk of metastasis should receive a 3 month follow-up CT scan of the chest. 2.0 x 2.2 cm right adrenal adenoma. Cholelithiasis (B)(6) 2016:MRI brain: impression: diminishing conspicuity of previously seen hyper intense t2 signal involving the splenium of the corpus callosum. This could indicate sequela of a prior demyelinating or ischemic insult. Stable 10 rnrn focus of gray matter signal adjacent to the roof of the right lateral ventricle in the deep right frontal lobe. This finding is suggestive of a gray matter heterotopia. Stable scattered foci of no enhancing t2 signal abnormality in the periventricular hemispheric and subcortical hemispheric white matter bilaterally. These are nonspecific and could indicate sequela of early chronic small vessel ischemic disease. Sequela of a demyelinating process could have a similar appearance. Concerning the injuries reported in this case, the following one/ones was/were reported via medical record: pelvicpain , genital heamorrhage, vaginal hemorrhage, menirrhagia, hormonal balance , migraine depression most recent follow-up information incorporated above includes: on 15-feb-2018: plantiff fact sheet & medical record received. Events abnormal bleeding, menorrhagia,hormonal changes, migraines / headaches, depression, vaginal discharge, anemia, dysmenorrhea upper and lower abdominal area pain are added. Lot number added. Lab data updated. Concomitant & historical condition updated. Concomitant & historical drugs are added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 45-year-old female patient who had essure (batch no. A45116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (((B)(6) 1985, (B)(6) 1998, (B)(6) 1999).), cyst, hypertension, diabetes mellitus, post-traumatic stress disorder, vaginal discharge, cesarean section, d & c, numbness in hand, irregular menstruation, suicide attempt, cesarean section and knee pain. Previously administered products included for an unreported indication: amitriptyline, bupropion, citalopram, doxepin, gabapentin, ziprasidone, naltrexone, prazosin, remolten, risperidone, trazodone and lithium. Concurrent conditions included obesity, metrorrhagia, anxiety, musculoskeletal pain, nausea, vomiting, suicidal ideation, homicidal ideation, visual hallucinations, herpes simplex keratitis, nuclear cataract, paraesthesia, myofascial pain syndrome, degenerative disc disease, borderline personality disorder, hallux valgus, neck pain, sleep apnea, constipation, skin lesion, allergic rhinitis, vitamin d deficiency, seborrheic dermatitis, alcohol dependence syndrome, tobacco use disorder, short of breath, sores mouth, amnesia, abdominal cramps, dysmenorrhea, abdominal adhesions, amenorrhea, gerd, loose stools, bipolar disorder, night sweat and hot flashes. Family history included diabetes mellitus, hypertension, cancer (grandmother), myocardial infarction (farher) and coronary artery disease. Concomitant products included metformin since 2010 for diabetes, lisinopril since 2010 for hypertension as well as estrogen nos (estrogen) since 2015, lithium and sulfadiazine silver (silverdin). In 2012, the patient experienced pelvic pain (seriousness criteria disability and intervention required), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems- depression"), anaemia ("anemia"), abdominal pain upper ("upper and lower abdominal area pain") and abdominal pain lower ("upper and lower abdominal and lower abdominal"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, hormone level abnormal, migraine, depression, vaginal discharge, anaemia, dysmenorrhoea, abdominal pain upper and abdominal pain lower outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, abdominal pain upper, anaemia, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . On (B)(6) 2013-hysterosalpingogram: essure coils without evidence of intraperitoneal contrast spill from either fallopian tube. On (B)(6) 2014: pa and lateral view chest: impression: there is no radiographic evidence of acute cardiopulmonary disease. There is a rounded density projecting over the left.mid lung between the anterior aspect of the left fourth and fifth ribs. Denser than adjacent ribs, could represent calcified granuloma. If clinically indicated, dedicated CT of the chest could be utilized to comprehensively characterize this nodular density. On (B)(6) 2014:head w/o cont: impression: negative head CT without contrast: on (B)(6) 2014:comparison is to a head CT from (B)(6) 2014:impression: no enhancing foci of no enhancing signal abnormality in the splenium of the corpus callosum and in the periventricular hemispheric while matter of the right frontal lobe. If these findings are related, they could indicate a chronic demyelinating process such as multiple sclerosis. However, other etiologies should be considered. If the findings are not related, the lesion in the splenium of the corpus callosum could indicate cns lymphoma or glioma and should therefore be followed closely with imaging surveillance. The lesion in the periventricular white matter of the right frontal lobe has identical signal characteristics to cortical gray matter and could represent a focus of ectopic gray matter on (B)(6) 2015:spine lumbosacral min 4 views:impression: mild multilevel degenerative change of the thoracolumbar spine, as described above on (B)(6) 2015:MRI of the brain: impression: grossly stable appearance of no enhancing foci of t2 signals abnormality involving the splenium of the corpus callosum. Stability over time in conjunction with recent spect findings suggest the most likely etiology is a demyelinating process such as multiple sclerosis. On (B)(6) 2015:surgical pathology report: bilateral tubes and ovaries uterus diagnosis part # 1 - right and left ovaries and fallopian tubes, bilateral salpingo-oophorectomy: ovaries with corpora albicantia and fallopian tubes with paratubal cysts. Part # 2 - uterus, hysterectomy: adenomyosis and endooalpingiosis.gross description: part 1: specimen is received fresh, labeled with the patient's name, mrn, and "bilateral tubes and ovaries" in a container. The specimen consists of un oriented ovaries and tubes. Ovary #1 measures 3.5 x 2.6 x 1.5 cm and the attached fallopian tube measures 5.5 x 1.3 cm in diameter. The second ovary measures 1.5 x 1.4 x 1.0 cm. The attached second fallopian tube measures 3.0 x 0.9 cm. Cassette summary: a: ovary #1. B: fallopian tube #1. C: ovary #2. D: fallopian tube #2. Part 2: specimen is received in fresh, labeled with the patient's name, mrn, and "uterus" in a container. The specimen consists of a morcellated uterus measuring 49 grams in aggregate. The specimen measures 7.0 x 5.5 x 2.1 cm. There is no cervical tissue identified. Representative sections are submitted in cassettes a-d on (B)(6) 2016:chest w/o cont: 1. 3 mm pulmonary nodule in the left upper lung lobe, which is nonspecific and may be post infectious/post inflammatory in etiology. Guidelines for solid pulmonary nodules by the fleischer society suggests that in patients with low risk for lung cancer and nodules less than or equal to 4 mm in diameter required no further follow-up. In patients with a higher risk, such as those who are smokers, a follow-up CT scan of the chest is recommended in one year. Patients with a known malignancy and are at increased risk of metastasis should receive a 3 month follow-up CT scan of the chest. 2. 2.0 x 2.2 cm right adrenal adenoma. 3. Cholelithiasis on (B)(6) 2016:MRI brain: impression: diminishing conspicuity of previously seen hyper intense t2 signal involving the splenium of the corpus callosum. This could indicate sequela of a prior demyelinating or ischemic insult. Stable 10 rnrn focus of gray matter signal adjacent to the roof of the right lateral ventricle in the deep right frontal lobe. This finding is suggestive of a gray matter heterotopia. Stable scattered foci of no enhancing t2 signal abnormality in the periventricular hemispheric and subcortical hemispheric white matter bilaterally. These are nonspecific and could indicate sequela of early chronic small vessel ischemic disease. Sequela of a demyelinating process could have a similar appearance. Concerning the injuries reported in this case, the following one/ones was/were reported via medical record: pelvicpain , genital heamorrhage, vaginal hemorrhage, menirrhagia, hormonal balance , migraine depression quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.